Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information will be requested regarding any further available additional details of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. This event was collected during a review of patient records with the healthcare facility. Additional products: heartware ventricular assist system outflow graft, model #: 1125 / catalog #: 1125 / expiration date: 30-apr-2019 / lot#: 1001883424, UDI #: (B)(4) . Device available for evaluation: no. Mfg date: 30-apr-2014. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted for ventricular assist device (vad) driveline infection, hypotension, and worsening thrombocytopenia. The patient subsequently expired from pulseless electrical activity arrest. Autopsy showed left ventricular thrombus partially obstructing vad inflow, therosclerotic coronary artery disease, fibrosis of myocardium, and biofilm in interior lumen of the outflow. No further details were reported as part of the event. This event was collected during a review of patient records with the healthcare facility.

Manufacturer narrative:
A supplemental report is being submitted for completion of the investigation and additional patient and device information. Product event summary: (B)(4) and the associated outflow graft (lot 1001883424) were not returned for evaluation. Review of (B)(4) sterility certificate confirmed that the associated device met all requirements for release. Log file analysis was not performed since log files covering the reported event date were not available for analysis. Information provided by the site indicated that the patient was admitted for driveline infection, hypotension, and worsening thrombocytopenia. The patient subsequently expired from pulseless electrical activity arrest, and an autopsy showed left ventricular thrombus partially obstructing the vad inflow, therosclerotic coronary artery disease, fibrosis of myocardium, and biofilm in the interior lumen of the outflow. The reported pump thrombus and outflow graft occlusion events could not be confirmed due to insufficient evidence. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, driveline infection, device thrombus, cardiopulmonary arrest, and death are known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course, including care of the driveline exit site. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This event was collected during a review of patient records with the healthcare facility. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.